Event description:
The pt had been diagnosed with a thickened visceral pericardium and massive pericardial effusion caused by tuberculous pericarditis. A perivac catheter was used for drainage. The physician attempted to remove the catheter the following day. Thickening of the pericardium due to on-going servere inflammation and pericardial adhesion trapped the catheter, resulting in a tear at the distal section during attempted removal. Open surgery was performed to remove the distal section.